Event description:
It was reported that a chronic ventilator dependent pt with multiple co-morbidities was transported from his room for a CT scan. The respiratory therapist transferred him from the room ventilator to a transport ventilator. The pt was later transferred back to the room ventilator with the previous settings. The respiratory therapist assessed the pt's condition as stable and left the room. Several other interactions with nursing staff occurred. After approximately 2 hours, the staff heard the ventilator alarming and found the pt pulseless. The pt expired. The hospital reported that they were concerned that "the ventilator was not properly perfusing or alarming for several minutes." (B)(4).

Manufacturer narrative:
Our field service engineer participated in an evaluation of the ventilator on (B)(4). During this evaluation, the ventilator passed all pre-use tests with the exception of the battery test. The ventilators event logs were collected; however, the hospital has not allowed the release of the logs until release by their risk management. As of the date of this report, the logs have not been released. A supplemental medwatch will be provided when new info becomes available. (B)(4).